Manufacturer narrative:
Patient programmer model: 8835, serial # (B)(4), catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown. (B)(4).

Event description:
It was reported that the patient had a refill on (B)(6) and that a volume discrepancy had occurred. There was more medication in the pump than the programmer indicated meaning the actual volume was greater than the expected volume. The drug being infused via the pump is unknown. A follow-up report will be sent if additional information becomes available.